Manufacturer narrative:
The acist navvus catheter was discarded by the user facility and the lot number was not provided; therefore, device analysis and device history record (DHR) review could not be performed. Cineangiograms of the event were not provided by the user facility. A review of acist's complaint database was completed on (B)(6) 2017 to search for similar events across all navvus catheter lot numbers. This user facility report of distal emboli is the only reported event to acist in 99,220 navvus catheters sold since the catheter was released for distribution in 2014. Acist is unable to determine the cause of the event. This report is considered closed.

Event description:
The user facility reported that during an elective, outpatient diagnostic cath procedure using the acist rapid exchange ffr system, model rxi, with the navvus catheter, resistance was felt while advancing the catheter and plaque was displaced and moved distal in the vessel. The patient became hemodynamically unstable and required resuscitation. The patient became stable and the procedure was completed with another product. The exact date the case occurred was not reported and is unknown. The user reported that the lesion was very significantly blocked based on the ffr values obtained and rotoblator was performed. The patient left the lab stable.